Event description:
Device diagnostic testing during generator replacement surgery for end of end of service resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The high impedance readings were obtained when the new generator was connected to the original lead. The lead was also replaced. Device diagnostic testing of the new ncp system was within normal limits, indicating proper device function. The patient had reportedly stopped feeling device stimulation prior to generator replacement surgery (duration unknown), but it is not known at this time if this was due to the generator being at end of service or due to a problem with the original lead. It is not known at this time whether the lead was damaged during the generator explant procedure or if a lead problem existed prior to the surgery. No obvious break was noted in the lead by physician, but they did observe fluid within the electrode sheath.